Manufacturer narrative:
Sientra complaint case (B)(4). Sientra will not be able to perform a device evaluation since the customer re-implanted the device. This is against sientra's instructions of use and this is to inform the FDA. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint case (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture, baker grade 4.

Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. The device weighed 273.0 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.